Event description:
Won't articulate "t2 could not be forwarded far enough so that it could be deployed". It was confirmed that t1 was left in the patient.

Manufacturer narrative:
Device is not being returned for evaluation.